Event description:
It was reported that the patients ipg had flipped and would heat up during charging. The patient noted of having surgeries to prevent the ipg from flipping but eventually underwent an ipg explant procedure. The patient was doing well postoperatively and the explanted device was discarded by the medical facility. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.